Event description:
Patient presented to the physician with redness at the chest incision site, and the ipg was noted to be superficial. Physician prescribed anticoagulant medication. Patient presented back to the physician with a hematoma complicated by infection and wound dehiscence at the chest incision site. Physician brought the patient into the operating room, removed the ipg, capped the remaining leads, and closed the incision. Postoperative antibiotics were prescribed.